Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3: reference MFR report: 3008829311-2016-00057, reference MFR report: 3008829311-2016-00058. It was reported the patient ((B)(6)) is experiencing uncomfortable overstimulation at the implantable neurostimulator (ins) site. X-rays were taken and no fracture of the lead was identified. Although the patient is receiving effective therapy from her drg system, surgical intervention may take place at a later date to address the uncomfortable overstimulation.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00057. Reference MFR report: 3008829311-2016-00058. Follow-up information indicated surgical intervention was undertaken on (B)(6) 2016 and the leads were explanted and replaced.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00057, reference MFR report: 3008829311-2016-00058. Additional information received indicated that prior to being explanted; lead lot ab1415 was not providing effective therapy and lead lot ab1419 had demonstrated elevated impedances. Since the leads were explanted and replaced the uncomfortable overstimulation at the implantable neurostimulator (ins) site has resolved.